Event description:
It was reported that field representative presented a patient with the right atrial (ra) lead safety switch to unipolar setting. A review of the impedance measurements showed high peaks with out-of-range pace impedance measurements noted and the ra signal showed atrial sensing before ventricular pacing but big far field signal post ventricular pacing delivery. A possible ra lead dislodgments was suspected or an integrity issue. It was advised to perform an x-ray. No adverse patient effects were reported. The ra lead remains implanted.

Event description:
It was reported that field representative presented a patient with the right atrial (ra) lead safety switch to unipolar setting. A review of the impedance measurements showed high peaks with out-of-range pace impedance measurements noted and the ra signal showed atrial sensing before ventricular pacing but big far field signal post ventricular pacing delivery. A possible ra lead dislodgments was suspected or an integrity issue. It was advised to perform an x-ray. Additional information noted that an x-ray took place and a lead dislodgment was confirmed and noise was seen in the unipolar configuration. The device was reprogrammed to bipolar configuration and remains implanted. No adverse patient effects were reported.

Event description:
It was reported that field representative presented a patient with the right atrial (ra) lead safety switch triggered and in the unipolar setting currently. A review of the impedance measurements showed high peaks with out-of-range pace impedance measurements noted and the ra signal showed atrial sensing before ventricular pacing with big far field signal post ventricular pacing delivery. A possible ra lead dislodgments was suspected or an integrity issue. It was advised to perform an x-ray. No adverse patient effects were reported. The ra lead remains implanted.